Event description:
On 04/29/99 account obtained an axsym b-hcg result of 1940 mlu/ml which was reported. The physician questioned the result as it did not match the clinical picture. The sample was repeated and a result of 21,107 mlu/ml was obtained. In addition a new sample was obtained 05/03/99 which was >1000 miu/ml and >800 miu/ml. This sample was repeated by diluting with a cal and was 19,302 mlu/ml. This sample was also sent to the adjacent hosp and was run on an axsym with a result of 14,936 mlu/ml. There was no impact to pt mgmt due to the initial result reported.